Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 800 mg/dl. The customer stated that he woke up and his blood glucose meter was reading "hi". The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The customer's most recent glucose reading was 130 mg/dl, and he has treated with the insulin pump and manual injections. The customer mentioned receiving multiple no delivery alarms. It was stated that the infusion set was changed, but his glucose level was already above 600 mg/dl, and then he was taken to the hospital. The customer requested a replacement of the insulin pump. No further info was provided.